Event description:
It was reported that the PICC catheter was inserted on (B)(6) 2025. On (B)(6), the patient experienced pain in the upper arm during infusion, and fluid leaked from the puncture site. The catheter was removed, and it was found to be ruptured approximately 8 cm inside the puncture site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One photograph and one video of a 4fr powerpicc solo were returned for evaluation. The returned video showed the implanted catheter being infused which revealed a leak in the catheter shaft. The returned photograph showed a circumferentially aligned split in the catheter shaft. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause of the split. This complaint will be recorded for future trending and monitoring purposes.